Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected noise on this transvenous pacing lead. The device was explanted with concerns of seal plug damage while the lead was capped following impedances measurements greater than 3000 ohms.